Manufacturer narrative:
Patient weight was not provided by the customer contact. A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. It was discovered the mylar flap of the expiratory flow sensor was stuck to the top of the flow sensor housing. The flow sensor module was replaced, and the unit was returned to service.

Event description:
The hospital reported that the unit was not displaying tidal volumes during a case. The case was completed in manual ventilation mode. There was no report of patient injury.